Manufacturer narrative:
Submit date 10/14/2016. An investigation of the reported condition was performed. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. During the manufacturing of the syringe assemblies syringes were visually and physically tested with no issues recorded relating to this customer report. The molded barrel inspection reports were reviewed with no issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified. Since the reported condition could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Potential contributing factors to breakage of the luer tip due to the application of a transverse force to the luer tip include, but are not limited to: improper set up of the syringe barrel finger flange guide, failure of the syringe barrel push-on tooling, cross-treading of a connector onto the luer, or application of a transverse force when attaching a connector due to positioning of components. Periodic inspections of molded barrels are conducted to detect broken molded luer tips. Additional inspections during molded barrel printing and syringe assembly are conducted to monitor process performance and to detect component damage during material transportation. The (B)(4) site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed and the reported condition cannot be confirmed. The following control mechanisms are in place to prevent the occurrence and acceptance of damaged syringe barrel luer tip during the assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. (B)(4) maintains material verification processes. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe printing, assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Per procedure, complaint trends will be evaluated during a monthly meeting to determine if a corrective and preventative action (CAPA) is warranted. A corrective and preventative action (CAPA) has been opened to address this reported issue. Additional process controls were identified and implemented. The CAPA met the effectiveness check requirements and was closed.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports when sampling out the 1st case one of the syringes' tip broke off when placed in the gauge.